Manufacturer narrative:
A ge service rep performed an on site investigation. Review of event logs indicated that a fast stop was activated and a couple of switch security errors happened. However, the problem, as described, could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9900 system experienced a lock up. There was no report of pt injury.